Event description:
It was reported from the system longevity study (sls) that there was a micro dislodgement of the right ventricular (rv) lead based on chest x-ray and device interrogation. Therefore ventricular tachycardia therapies were programmed off until the rv lead reposition/replacement took place. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.